Manufacturer narrative:
Hemagglutination tube testing was performed with the returned patient's sample using various manufacturers' anti-d reagents, including anti-d series 4, lots 504695 and 504696, and series 5, lot 505547. Sample exhibited negative (anti-d poly) to 2+ mixed-field reactivity at is and 2+s to 3+s mixed-field reactivity at 37c. The event is related to the nature of the sample. The customer was advised of the following limitation in the galileo operator manual: "the galileo does not differentiate mixed field reactions".

Event description:
An rh discrepancy on a patient sample was reported with the abo assay on the galileo. Patient was o negative on galileo and o positive in tube.